Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via remote transmission. Upon review, the patient's pulse generator exhibited back-up operation. The patient was noted to have received heavy particle radiotherapy since (B)(6) 2018. The patient's device was restored on an unknown date. The patient was asymptomatic as a result.